Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue broken eyepiece funnel occurred due to excessive force. However, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the eyepiece was loose, the serial number was faded, there were dents at the outer tube of the ocular funnel, and broken or loose components on the main body. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the telescope exhibited a loose eyepiece. There were no reports of patient involvement.